Manufacturer narrative:
Result: cracked siderail panels. Missing warning label. Damaged motion interrupt pan.

Event description:
It was reported by service report that the siderail outer and inner panels had structural cracks with no sharp edges exposed, but possible fluid ingress; there was missing a warning label, and the motion interrupt pan was damaged. No patient involvement or adverse consequences were reported.